Manufacturer narrative:
(B)(4). The dexcom g4 platinum cgm system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced a red, itchy, and scaly skin reaction on the abdomen on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. On (B)(6) 2016 patient's mother saw a doctor and was advised that the patient change the site of sensor insertion on the body, such as the arms or buttocks. No medication was prescribed. At the time of contact, no other skin reactions were occurring. No additional event or patient information was reported.